Event description:
Add'l info rec'd from MFR 6/25/04. The MFR tested the device per manufacturing specifications. The product operated within specification. No device failure was identified. The MFR could not reproduce the problem reported. The device remains at manufacturing facility.

Event description:
Add'l info rec'd from MFR 3/31/04: there is no model number or catalog number for this product. Per the customer, the pt had come in for vomiting and fainting. The pt had refused ems treatment earlier in the day. When the pt arrived in the e.r., they went into vtach. The dash responder was selected to be used but would not charge. The clinicians then selected another product to use to treat the pt. The pt coded 4 times before expiring. The device is in process of being shipped to MFR's facility in milwaukee for investigation. The customer has stated that the failure of the device to charge did not cause or contribute to the pt outcome. Gems it was made aware of event described on march 5, 2004.

Event description:
Defibrillator failed to deliver shock to an unstable pt in ventricular tachycardia.

Event description:
Add'l info rec'd from MFR 4/30/04: the device is being investigated at MFR's milwaukee facility.

Event description:
The pt had come in for vomiting and fainting. The pt had refused ems treatment earlier in the day. When the pt arrived in the ER, they went into vtach. The dash responder was selected to be used but would not charge. The clinicians then selected another product to use to treat the pt. The pt coded 4 times before expiring. The device is in process of being shipped to company's facility for investigation. The customer has stated that the failure of the device to charge did not cause or contribute to the pt outcome. This event occurred in 2004. Gems it was made aware of event described 2 months later.